Manufacturer narrative:
B4:30jul2021. The service engineer (se) inspected the device and could not duplicate the reported issue. No issue was found, and no error code in the ventilator diagnostic logs. The unit passed all testing and was returned to use.

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) flashing with no active alarm. There was no patient involvement.